Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that fluid was found under the supply line of the homechoice cassette and on the table under the supply line which led to the alarm. There was no noticeable damage to the supply line and the line was properly tightened prior to therapy. Renal therapy services (rts) explained the alarm and reviewed proper procedures per the user manual. The patient would use manual supplies to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.